Manufacturer narrative:
The thermogard xp ivtm system s/n: (B)(4) was evaluated at the customer's site by a zoll service technician. Visual inspection was performed and no damages were found. During functional testing the device worked as intended and no faults were found. No issues were found with the system's display. The device passed all testing criteria. In summary, the primary complaint could not be confirmed or replicated. Therefore, the root cause of the reported problem could not be determined.

Manufacturer narrative:
The zoll system was evaluated at the customer's site by zoll's technical service and will not be returned to the manufacture for investigation. Repair of the system is expected, however, has not yet been completed. A supplemental report will be filed once the repair and futher investigation has been completed. Evaluated at customer site.

Event description:
During training on the thermogard ivtm system (s/n: (B)(4)) it was reported that the led is on; however, nothing appears on the display. The system was just installed at the customer site. There was no patient involvement reported.